Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a separation of the tip from the balloon occurred. The physician was loading the taxus express2 8.8% 2.50 x 24 mm drug eluting stent over the wire. He suddenly felt resistance. He tried pulling the stent balloon back with minor force. Then he pushed the stent balloon downwards and noted something red on the wire. The red was the tip from the taxus stent balloon. The procedure was completed with another of the same device. Additional information has been requested.